Event description:
It was reported that during preparation for a procedure a faradrive sheath was selected for use, however, the physician had a hard time to clip the dilator in the valve, he then noticed that some pieces of plastic were coming loose from the dilator, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The sheath has been returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was visually inspected which confirmed the mold flash being present on the dilator. The loose strings of plastic were the same material as the dilator. During functional testing the dilator was difficult to lock into place in the sheath. Based on all the available information boston scientific confirms the allegation in the complaint as excess material from the dilator was present on the surface of the device. The cause was determined to be manufacturing deficiency due to the presence of excess material. The excess material can also prevent the dilator from locking into place inside the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive sheath was selected for use, however, the physician had a hard time to clip the dilator in the valve, he then noticed that some pieces of plastic were coming loose from the dilator, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.